Manufacturer narrative:
An event regarding a knee revision was reported. Periprosthetic fracture involving a titanium baseplate was confirmed through medical records. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated that some 2-weeks post primary surgery the patient returned with pain and on x-ray a periprosthetic fracture evident below the baseplate with severe dislocation. Revision surgery was performed on (B)(6) 2017, no details provided, no info on further outcome. He further states it is quite likely that an unknown patient trauma (because not reported or due to lack of information), has been a principal factor to contribute to the problem and caused the pp-fracture. This represents an overload condition by external traumatic forces which is a typically patient-related event that is beyond control of anyone. Device history review: the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the medical review indicated that possibly an unreported ¿stumble¿ or fall early post arthroplasty has contributed to a periprosthetic fracture requiring revision surgery within 2-weeks of initial arthroplasty. The exact cause of the event could not be determined because insufficient information was provided. Further information such as revision surgery operative notes and additional follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received, if devices or additional information become available, this investigation will be reopened.

Event description:
Sales rep reported patient had knee revision. Update per medical review: the patients' revision was due to a periprosthetic fracture.